Manufacturer narrative:
The pump was not returned to animas. During use, the patient dropped the pump and the cartridge fell out of the pump. As insulin delivery was interrupted, the patient's blood glucose level can be affected. There was no report of a mechanical device malfunction.

Manufacturer narrative:
(B)(4): there were no pump defects related to insulin delivery found during investigation. The reporter stated that the pump fell and the cartridge came out of the pump. Use error was determined to be the cause of this reported incident. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient stated that her blood glucose level fell to 34 mg/dl three days prior to contacting animas. She said her pump fell to the floor and her cartridge fell out of the pump. She put the cartridge in her pump and disconnected from the skin site and completed rewind, load, and prime steps. She treated her blood glucose level (treatment unk) and said it resolved to 200 mg/dl.